Event description:
A medtronic representative reported that, while in a spine procedure, the tip of the screwdriver broke off in the screw. The surgeon removed the screw and replaced it with a different screw, placed by hand. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement solera screwdriver shipped to site 08/22/2013. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument has been twisted and broken off. Mechanical failure, pieces broken, directly caused the event.

Manufacturer narrative:
The root cause assessment was able to determine that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into bone that had been undertapped (either in diameter or depth) or trying to insert a large screw into hard bone.